Event description:
It was reported that during a da vinci assisted surgical procedure, the left hand controller was still experiencing stickiness and lack of responsiveness. The technical support engineer informed the caller that a work order had previously been created and had been accepted by the field engineer. The caller did not have any case information, as they had been informed of the issue by the charge nurse.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse found the left master tool manipulator (mtm) gimbal, to have no rigidity to the ginger grips. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Failure analysis replicated and confirmed the reported complaint. A visual inspection was performed and no external damage was found. Due to the damaged grip spring, the unit was not placed on an in house system at that time. The issue with the finger grips was confirmed. Phone notes indicated that no errors were triggered with the unit. The grip spring was observed to be deformed and out of place, which confirmed the lack of tension in the finger grips. The failure was caused by a faulty grip spring. The deformed and displaced spring resulted in insufficient tension, preventing the finger grips from functioning properly. The unit will be transferred to engineering for further investigation.